Event description:
It was reported that during an lar procedure, the device was fired, it cut but the staples did not form. Procedure was delayed a bit more than 30 minutes, but not an hour delay. The device was not reprocessed and reused on a patient. The procedure was completed by hand suturing. There was no patient consequence.